Event description:
It was reported that the patient underwent a posterolateral lumbar interbody fusion surgery using rhbmp-2/acs . At an unknown time post-op, in 2007, the patient was diagnosed with chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: herniated disc. Lumbar disc disease, stenosis. For which, patient underwent following procedures: decompressive laminectomy with bilateral decompressive foraminotomies, l4-s1. Posterior lateral fusion, l4-s1. Segment instrumentation, l4-s1 under c-arm control. Bone morphogenic protein, local bone graft. Per op notes, bone morphogenic protein rolled over bone graft was laid into each gutter. Remaining bone grafts were packed on the side. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2007: patient got discharged.